Event description:
Incident reported as: during a procedure, the applier did not release clips, another applier was used with no adverse outcome to the patient. No further information was available.

Manufacturer narrative:
Evaluation - method: DHR showed no issues with this lot#. Results: complaint could not be confirmed. The applier passed functional testing. Conclusions: no root cause could be determined, so no corrective actions were taken.